Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the second sureform 60 stapler instrument (part number 480460-09 / lot number l90210525 0265) involved with this complaint and completed the device evaluation. Failure analysis could not replicate nor confirm the reported complaint. The logs were reviewed and it was noted that they did not record any failures related to the reported instrument. The sureform 60 stapler instrument was placed and driven on an in house system and it passed initialization, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The sureform 60 stapler instrument clamped, fired, and unclamped successfully after two different fires. The instrument was fired using a black 60 reload. A visual inspection was performed and no damage was observed. The reported issue could not be traced to the device.

Manufacturer narrative:
As of the date of this report, the blue sureform 60 stapler reload that was used during the reported event has not been returned for evaluation. However, isi has received a sureform 60 stapler and seven sureform 60 blue reloads and analysis has been completed. Sureform 60 stapler (part number 480460-09 / lot number l90210525 0268) was returned and failure analysis was performed. The instrument was confirmed to have had a firing failure based on log review, but the issue could not replicated in house. The instrument initialized, clamped, fired, and unclamped without any issues. No damage was found. The root cause is not determinable/applicable. Isi also received seven unused sureform 60 blue reloads, all from the same lot (part number 48360b-08 / lot number l90201027), and analysis was performed. The same findings were identified for all seven reloads. The sureform 60 blue reloads were returned to isi as an associated product return. Failure analysis investigations did not replicate or confirm the reported complaint. The pouches came unopened, without being used. The pouches were opened in-house, visual inspection was performed, and no damages were found. The reloads were installed in the test instrument which was placed and driven on an in-house system. The instrument passed initialization as well as the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. No damage was found. The reloads were installed and removed from the stapler without any issues. The reported issue could not be replicated with the returned reloads. The root cause was attributed to non-device related factors. A review of the site's complaint history identified records generated for the returned related products. No image or video was provided for review. A log review was conducted, which resulted in the following findings: the logs show the customer used the following two sureform 60 stapler instruments on (B)(6) 2021 during a sleeve gastrectomy procedure on system sk1098: sureform 60 stapler instrument part# 480460-09 lot# l90210525-0268 was last used on (B)(6) 2021 with system sk1098 and had 9 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Sureform 60 stapler instrument part# 480460-09 lot# l90210525-0265 was last used on (B)(6) 2021 with system sk1098 and had 11 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer (tse) during initial troubleshooting. Investigation revealed the following possible related system errors: 31009/instrument sensors missing. A tool was fully detected, but then lost 1 or more but not all of the tool sensors for 3+ seconds on usm1, and 22030/a stapler, sureform 60 failed in its operation on usm1 failure mode: firing failure / general failure stapler, sureform 60 / sn: (B)(4). An instrument log review for the two sureform 60 stapler instruments (pn 480460-09, lot l90210525-0268 and pn 480460-09, lot l90210525-0265) associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs show that pn 480460-09, lot l90210525-0268 fired qty 3 reloads (1 green followed by 2 blue). First two firings were completed per the logs with no pauses for compression. The 3rd firing (blue) resulted in a firing failure at 99.9% completion following 1 pause for compression. After this firing failure, a new sf60 pn 480460-09, lot l90210525-0265 was installed and successfully fired a blue reload per the logs. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the blue sureform 60 reload failed to deliver staples. Another stapler was used to approximate the un-approximated tissue and the procedure was completed with no patient injury. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer observed that a stapler misfired with a blue reload. The reporter, an intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical service engineer (tse) they were not in the room when the issue occurred, but was informed that the issue occurred on the 3rd fire. The csr stated the customer removed the suspect stapler and installed a backup. Once the surgeon utilized the stapler instrument, the first fire ended up pushing the tissue towards the head. At that point, the surgeon elected to convert to a laparoscopic procedure. The tse viewed the system logs and confirmed error 31009 and 22030 error for general firing errors on universal surgical manipulator (usm) 1. The customer plans to return both stapler instruments for analysis. The procedure was continuing as planned with no reported injury. Isi followed up with the isi csr and obtained the following additional information: the csr informed he was not present during the first use of the sureform 60 stapler instrument; however, was then called into the room for the use of the second sureform 60 stapler instrument. The following information was provided to the csr from the circulating nurse and surgeon. The first sureform 60 stapler instrument was inspected prior to use. The surgeon informed the csr that the stapler instrument had been in use for 10 minutes, and fired two fires prior to the reported issue on the third fire. At the time of the issue, the surgeon was attempting to staple on the stomach when it was observed the blue reload did not form the ¿b¿- shaped staples and, as a result, a hole in the staple line was observed. It was noted the surgeon used the blue reload as part of their standard configuration. No error messages were observed nor were obstructions such as clips, staples, or any hard material was observed in the instrument jaw. The csr was informed that there were malformed staples observed and dropped into the patient. It was noted that there was no tissue tension nor tissue bunching observed. No staples were stuck in the instrument jaws. Prior to firing, the surgeon informed they did not experience any clamping issue. There was no use of buttress material. The csr was informed the tissue had no calcification nor had it-undergone radiation or chemotherapy prior to the procedure. A new reload and sureform 60 stapler instrument were opened to continue the case. The csr was informed there was no patient injury or harm due to the use of the first sureform 60 stapler instrument. The first sureform 60 stapler instrument and reload will be returned to isi for analysis. As a result of the first sureform 60 stapler instrument mis-firing, the surgeon opened a new sureform 60 stapler instrument and new blue reload to go over the previous staple line. The csr stated that the second instrument was inspected prior to use. The second sureform 60 stapler instrument was reportedly in use for five minutes. The csr informed that the surgeon attempted the first fire with the second stapler and observed the stapler instrument dragged the stomach tissue and then bunched up at the distal end of the jaw. It was noted the instrument fired but not correctly. No error messages were observed. The csr stated there could have been staples from the previous staple line when stapling for the second time. There was malformed staples observed and staples had dropped into the patient. No staples were stuck inside the instrument jaws. At the time of the issue, no additional tension was noted; however, tissue bunching was observed. As a result, the surgeon elected to undock the davinci system, and then used a third-party echelon stapler to over sew the staple line. No excessive bleeding was observed. The surgeon informed the csr that they elected to convert the procedure to laparoscopic due to the two stapler issues. The operating room (or) technician informed the csr that they cleaned the stapler jaws between all fires. The patient did not experience any post-operative complications. No video/image was available for review. For clarification, the surgeon elected to undock the system to use a lap third-party stapler to complete the staple-line and then resumed the procedure robotically. The procedure was completed using the robotic system with no patient injury or harm. On 25-aug-2021, isi followed up with the surgeon and obtained the following information: the surgeon confirmed that the issue occurred in the third fire when he used the sureform60 stapler instrument with a blue sureform60 reload. The surgeon stated that there was a possibility that a loose staple could have been in front of the blade, or the blade may not have been sharp enough. As a result, when he fired the stapler, the blade just cut through the superficial serosal layer (the outermost layer) of the stomach tissue without the staples being formed and implanted on the tissue. The surgeon confirmed that the loose staples that were present were removed from the patient, and there was ¿minimal bleeding which was of no concern,¿ as the stapler fired only through the serosal layer of the stomach. The surgeon confirmed that he tried another sureform60 stapler instrument, and the issue persisted. As a result, the surgeon sewed the incomplete staple line and then re-stapled it with a laparoscopic stapler instrument. The surgeon confirmed that the patient was recovering well with no post-operative complications.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of there being an incomplete staple line that resulted in slight bleeding that required intervention and staples requiring removal, which could potentially be related to an adverse event. B1 updated to " adverse event and product problem" from " product problem" h1 updated to ¿serious injury¿ annex e updated to include e2015 - unspecified tissue injury. Annex f updated to include f23 - unexpected medical intervention.